Event description:
The complaint/event involved a chemoclave® vented bag spike in which the silicone was reportedly sunken during a patient's infusion of intaxel. The sunken silicone condition led to leakage. The device was not reprocessed/resterilized. This emdr report reflects 2 similar occurrences. There was no bleed back and no patient harm/adverse event was reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Manufacturer narrative:
Received one used list# ch-14, chemoclave® vented bag spike; lot# 14137791 for investigation. The seal of the device was observed to be stuck down. During disassembly the spike broke. The spike was observed to have a knife's edge. The reported complaint was confirmed. The probable cause is from a molding defect. Corrective actions are in process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in g2: report source.